Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to subdural hemorrhage (sdh)/ intraparenchymal hemorrhage (iph). The patient was admitted on (B)(6) 2024 with large sdh/iph after being found down and unresponsive at home. No interventions were done by the neurosurgery team due to futility of the condition. The death was not thought to be device or therapy related. An autopsy would not be performed and the pump would not be explanted.

Event description:
Additional information was received that there were no changes in patient condition or anticoagulation status that may have contributed. The device reportedly operated as expected.

Manufacturer narrative:
Section b3: event date corrected. Section d4: UDI number corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.